Manufacturer narrative:
The vessel sealer extend instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the instrument (pn 480422-01/lot # l92220508-0001) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the vessel sealer extend had an incomplete sealing cycle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting incomplete sealing cycle, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found to have no issues. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test are between 4.25lbs to 8.75lbs at the straight orientation. Grip force test results: straight 6.17, pitch 6.03, yaw 6.31. The complaint regarding incomplete sealing cycle was not confirmed by failure analysis.

Manufacturer narrative:
This report is being submitted to add the field action reference.

Event description:
Refer to h10/h11 for follow-up information.